Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4).

Event description:
This lead was implanted and then explanted the same day. The lead was tough to implant initially because the patient had no atrial appendage and the physician had to reposition the lead a couple of times. After the pocket was closed, this atrial lead fell and the physician just decided to explant it and not use the atrial port at this time. No adverse patient events were reported. Should additional information be received, this file will be updated.